Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0w7ga, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy. The implant was at 9.0 volts at the time of the call on (B)(6) 2015. Last week, she turned the implant off when she went to the store. However, when she returned, she noticed a stool showing on her pad and pants when she returned. The patient reported this was the same problem before she had this done. This occurred twice last week. The implant was on. The patient started at 3.0 volts and then inched her way up to 9.0 volts. The patient was not feeling stimulation. However, she felt stimulation in the beginning. It was then discovered that the therapy was off. Turning the therapy on resolved the reported issue. This was considered a sudden change in therapy/symptoms. The implant was turned back on, the patient felt stimulation, and it was set to program 1 at 1.7 volts. The indication-for-use (IFU) gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient did not feel stimulation. Therapy was not on. Therapy was turned on but the situation did not resolve. It was noted that the patient had a bowel movement every time that she urinated and she had to use a whole roll of toilet paper to wipe herself clean. These were the symptoms that she went to her doctor about in the first place. Onset of symptoms was reportedly gradual.